Manufacturer narrative:
The insulin pump was received with unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No unexpected numbers ramping or scrolling during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a keypad issue; the device will not stop scrolling through the numbers while programming a bolus. The patient's blood glucose at the time of incident was 400 mg/dl, which was not treated yet; the customer has to find her syringes. The customer did not recall any significant events leading to the keypad issues. Troubleshooting was declined for the high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.